Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. However, bd received 1 video for investigation. Evaluation of the video indicated the syringe filling up with blood past the preset level. This is likely caused when the patient suffers from very high pressure, the pressure of the blood can move the stopper up past the preset level of the syringe. This defect will not affect the efficiency of the device. The amount of blood collected in the video will not compromise the care of the patient. An examination of 10 retained samples revealed no defects in molding or sub-assembly, and all syringes functioned as expected when tested with water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd preset¿ eclipse¿, fifteen (15) devices overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd preset¿ eclipse¿, fifteen (15) devices overfilled. No adverse impact was reported regarding the patient or user.